Event description:
On (B)(6) 2010, patient reported the down arrow button on her infusion device was not working. Patient stated she noticed it stopped working within last week. Patient reported the down button does pop back up when pressed. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for evaluation.